Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the distal and mid-section of the stent were damaged. Stent struts were damaged and pulled in a distal direction over the distal tip. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and do not appear to have been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the shaft polymer extrusion. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the calcified distal right coronary artery (rca). A 2.75 x 38 synergy¿ drug-eluting stent was advanced to treat the lesion. However, the stent got lifted as it came into contact with the calcification in the proximal rca. The procedure was completed with another 2.75 x 38 synergy¿ drug-eluting stent. No patient complications were reported.